Event description:
The patient reported inaccurate erratic results with their one touch ultra meter. The blood glucose results were 400 and 179 mg/dl and taken 10 minutes apart. Patient did not experience any adverse events. Pt did not have any control solution. No further information has been reported.